Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported when he woke up he had high blood glucose of 449 mg/dl. Customer reported that he tends to go high after breakfast. Customer stated he was working with his doctor to get the settings adjusted on the insulin pump. Customer states he manages his blood glucose by going higher at night to avoid it going low over night. No further information reported.